Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was successfully replaced with a new device. This device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1. Patient identifier a1. Date of birth a2. Age at time of event a3. Sex.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was successfully replaced with a new device. This device is not expected to return for analysis. No additional adverse patient effects were reported.